Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 99% stenosed, 28x4.0mm, de novo target lesion with a bend of less than or equal to 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during deployment, the stent drifted out of the balloon. Subsequently, the physician tried to snare the stent out but was unsuccessful. The patient was transferred to undergo open heart surgery where the stent was completely removed. The patient's condition was stable post-procedure.

Manufacturer narrative:
Device is a combination product. A promus premier, ous, mr 32 x 4.00 mm stent delivery system was returned for analysis without the stent. The stent od (outer diameter) was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the balloon cones appear relaxed. Crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found inner polymer extrusion shaft damage 137.4cm distal to the distal end of the strain relief. Clear hardened media visible within the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The 99% stenosed, 28x4.0mm, de novo target lesion with a bend of less than or equal to 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during deployment, the stent drifted out of the balloon. Subsequently, the physician tried to snare the stent out but was unsuccessful. The patient was transferred to undergo open heart surgery where the stent was completely removed. The patient's condition was stable post-procedure. It was further reported that the balloon was inflated at 11 atmospheres before the stent was dislodged.